Manufacturer narrative:
The returned instrument, intended for use in treatment, for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows a returned device which was received deployed. There are no manufacturing abnormalities visually observed. The suture implant is placed inside the shaft and broken. Sutures are placed outside the handle of the instrument. The device is a single used device and could not be functional tested. From the information provided, the anchor did not deploy fully. The q-fix anchor was pulled out of the hole. The root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. The complaint was not verified and the root cause could not be determined with certainty. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Product problem (e.g., defects/malfunctions) should be marked instead of adverse event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a navicular case, the q-fix did not deploy. The procedure was completed with a competitor device. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.